Event description:
It was reported that the implantable pulse generator (ipg) was unable to interrogate with a working programmer. There were no pacing observed on the electrocardiogram from the ipg, even in magnet mode. The ipg was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires. (B)(4).